Event description:
It was reported that the patient felt symptomatic. The implantable cardiac monitor device recorded some noise during the episode, which suggested intermittent contact evident of undersized r-waves. The icm device was explanted and the patient was upgraded with a pacemaker. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).